Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of facility report # 1002600000-2018-8013.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair with mesh in (B)(6) 2018 and suture was used. During the procedure, when the surgeon did the suturing of the skin, it was noticed that the tip of the needle broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/29/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.